Event description:
It was reported to resmed (B)(4) that during a service center eval an astral device failed to pass its heated flex cable test. The device was not in use when the fault occurred, therefore, there was no pt involvement.